Event description:
It was reported that a patient woke up about a week ago with a knot on her back, bruising, and she was sore. Later the same day, the patient noticed a loss of therapeutic effect. The patient tried adjusting stimulation herself until she felt it, but ended up seeing her healthcare professional yesterday. The healthcare professional told the patient that the knot could be lead migration. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ctwh, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had a lump where the lead was put in.